Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure, the capsule cup remained attached to the pill camera when the pill camera was deployed. A roth net retrieval device was used to retrieve the device. The procedure was completed by having the patient swallow the pill cam.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
In-service was offered on the proper use and operation of the advance endoscope delivery device; however, the user facility declined. The device was not returned for investigation. Without the return of the complaint device, the cause of the reported issue cannot be determined. The lot number of the product was not provided; therefore, a review of the device history record could not be completed. The instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist." No additional issues have been reported.